Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported right side deflation. Device explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed opening on radius side assessed as surgical damage. Additional observations: observed creases on the device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported right side deflation. Device has been explanted and replaced.